Event description:
T- connector attached to the peripheral i.v. Found to be cracked causing blood loss. Patient transferred. Additional information received from the facility indicated the pt suffered no additional sequela associated with this incident.